Event description:
It was reported that the ilet user requested assistance with a supply change using teflon infusion sets and experienced difficulty filling the insulin cartridge with insulin pens, followed by an infusion set that dislodged from the applicator during adhesive removal and a subsequent bent base while attempting to place the set, consistent with an incorrect procedure related to the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided during guided troubleshooting and education. Investigation of this case revealed no device problem and identified a usage problem involving the infusion set procedure and connector handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.